Event description:
Hcp reported mrsa infection. Patient has been a diabetic since 1982 and complains of pain in both feet. The patient is insulin dependent. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.